Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. (B)(4) on behalf of the importer (B)(6) (registration no. (B)(4). The issue is being investigated by manufacturing site.

Manufacturer narrative:
This report is being filed under exemption e2017050 by the manufacturer getinge disinfection ab, (registration no. 9616031) on behalf of the importer getinge group logistics america, llc (registration no. 3012092534). When reviewing reportable events, we were able to establish that this issue is the 12th reportable complaint where cart fell off from the loading equipment outside washer disinfector such as air glide system (ags), free standing conveyor (fsc) and return conveyor (rc). The getinge rc loading equipment is not registered as a medical device itself but since upon issue occurrence, it was used together with cm320 and 88-series washer-disinfectors, we decided to report the complaint to competent authorities in regard to the system. The serial number of the accessory was (B)(4). The unit was manufactured on 8th january, 2015 and installed on 11th february, 2015. The washer serial number the loading equipment was used with has not been provided. As explained by the customer, the end pin of conveyor was stuck in "down" position resulting in situation when cart detached from it and fell down. There was no injury reported related to this issue. However having in mind similar cases and considering the worst case scenario we decided to report this issue based on the potential, as it might lead to an adverse event if it was to reoccur. After incident occurred, the accessory has been inspected by getinge technician. It was found that bolts that connect the chain to the pins became loose leading to chain to wear the burr in the chassis. As a remediate action the mechanism was assembled once again using loctite on screws the device was returned for usage by customer. The issue was investigated by manufacturing site. It was stated that in case of locking end stop pin in down position, rc will stop and the reset button will indicate an error with the conveyor. In the situation described user is to call for technician support. Based on performed investigation, it has been defined that for this device unit, the scenario of cart falling off from the rc is related to the user not following instructions in situation when error occur on the unit. It was stated that operator reset the error by themselves and this contributed to the event. In summary, when the event occurred, the device played a role in the event and did not meet its specification. In the time when the event occurred, the accessory was not being used for patient treatment. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. (B)(4)) on behalf of the importer getinge group logistic america, llc (registration no. (B)(4)). The issue is being investigated by manufacturing site.

Manufacturer narrative:
This report is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534). The issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2019 we became aware of an issue with loading equipment outside machine- rc (return conveyor). As it was stated, the end pin of conveyor was stuck in "down" position resulting in situation when cart detached from it and fell down. The rc is a supplemental product to the washer disinfectors model number cm320 and 88-series registered as the medical device. There was no injury reported related to this issue. However having in mind similar cases and considering the worse case scenario we decided to report this issue based on the potential, as it might lead to an adverse event if it was to reoccur.